Event description:
The device was returned to the MFR on (B)(6)2010, without any accompanying paperwork. It was later reported that the device had been used to treat the pt's parkinson's symptoms. The device was removed and replaced. The pt's device had been removed due to the "expiration" of the device. There was no pt injury or death noted. The pt's status following the device removal was noted as "functioning". No further details, pt symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4): analysis revealed that there were broken welds at the bond wire pads and lifted bond wires. There was no output from the ipg in unipolar mode. There was good stable output from the ipg in bipolar mode. The case feedthru wire was lifted. The b- and 0 feedthru wires were broken during the process of cutting the device open for destructive analysis. Both of these wires were verified to be intact during the functional testing. Conclusion: reliability non-conformance. (B)(4) revealed that there was no output and no telemetry. A normal end of life (eol) was assumed. Conclusion: no significant anomalies.